Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported: "gamma 4 intermediate nail and u-lag screw were used for a femoral transverse fracture. The reduction position was very good, and compression was also fully applied. But when the u blade was hammered in, the fracture site was separated again. After that, there was nothing the surgeon could do, and the surgery was finished as it was".

Manufacturer narrative:
Please note the corrections to b1, d4 gtin, h1 type of reportable event, h6 clinical signs, h6 health impact and h6 device codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "gamma 4 intermediate nail and u-lag screw were used for a femoral transverse fracture. The reduction position was very good, and compression was also fully applied. But when the u blade was hammered in, the fracture site was separated again. After that, there was nothing the surgeon could do, and the surgery was finished as it was".